Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys troponin I stat immunoassay on a cobas e 411 immunoassay analyzer. The sample initially resulted with a troponin I value of 0.973 ng/ml accompanied by a data flag. The initial value was reported outside of the laboratory. Upon observation of the age of the patient, the customer decided to repeat the sample to confirm the result. The sample was repeated three times, each time resulting with a value of < 0.300 ng/ml accompanied by a data flag. The repeat result was believed to be correct. The patient was not adversely affected. The troponin I reagent lot number was 337592. The reagent expiration date was asked for, but not provided. The field service engineer was not able to determine a cause. He found some dried serum on the gripper finger mechanism and the sipper probe head was moving abnormally. He also found that a mounting screw on the back of the probe assembly had fallen out, causing the probe to be misadjusted at the tip pick up position. He checked voltages, adjusted all probes, and ran performance testing. All was within specifications. The customer repeated controls and all recovered within range. Calibration signals for the last calibration performed on 06-jan-2019 were with expectations. Controls were within the acceptable range. Sample centrifugation was not done according to tube manufacturer recommendations. No abnormalities were observed upon review of the alarm trace. The investigation could not identify a product problem. The cause of the event could not be determined.